Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 100% stenosed lesion was located in the proximal left anterior descending artery. The physician advanced the 15mm x 3.0mm apex monorail balloon catheter and attempted to pre-dilate the lesion. The balloon was inflated two times. During the second inflation the balloon was inflated to 8 atms and ruptured. The number of atms reached on the first inflation are unknown. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4):it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)